Event description:
It was reported that during unknown procedure during the hand assisted part of the procedure, the device blade tip became very hot and the button switch was not working properly. No sound was heard and the spring was broken. A similar device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.